Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report a detached sensor wire on (B)(6) 2015. Patient claimed that while attempting insertion of a new sensor, the sensor wire retracted and remained attached to the introducer needle. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).